Manufacturer narrative:
Literature citation: yoshikazu yanagisawa, hiroshi nomura, yuzuru takano, takayuki tanaka, junichi arima "limit of bkp for vertebral fracture with posterior wall injury" mean age: 74.1 years. Sex: male(3), female(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that seven patients with posterior vertebral wall injury underwent v or minimally decompression procedure with balloon kyphoplasty (B)(6) 2014 on wards. Their primary diseases were osteoporotic vertebral burst fractures: 5, metastatic spinal tumors: 2. As post-op complications, two cement leakages were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.